Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the stent confirmed as 40mm, the device was returned with approx. 2mm of the stent exposed, and a gap at the distal tip, no damage was noted to the tip of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stent procedure, issues were encountered with a protege rx stent. The procedure involved the left proximal common carotid artery with a calcified lesion exhibiting 70% stenosis, measuring 30mm in length and 6mm in diameter. The lesion was pre-dilated using a 4mm balloon. When the proximal end of the guide wire was introduced into the stent guide system, there was considerable resistance during insertion. It was also reported in the vessel signs of disconnection were observed at the tip of the stent, and the stent was exposed. The stent was withdrawn and replaced with another product, which was successfully deployed, completing the operation. The tip was not fully detached and was removed from the body along with the delivery system. The procedure was completed without any patient symptoms or complications reported.